Manufacturer narrative:
The device has not been received for analysis. If the device is returned and analysis is performed, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this patient underwent a surgical procedure for an elective device replacement. During the procedure, while removing the lead from the old device, the coating became stretched and the lead wire was exposed. The lead was tested with the pacing system analyzer and measurements were within desired values. The lead remains in service per physicians discretion. No adverse patient effects were reported.